Manufacturer narrative:
Through further troubleshooting, the customer has been unable to repair the device. The customer contacted physio-control for repair of the device, but has decided to decline repairs due to the costs and age of the device. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with troubleshooting assistance and confirmed that they have ordered and received a replacement power pcb assembly. The customer, a biomed, confirmed that after they replace the power pcb assembly, they will ensure proper device operation is observed through functional and performance testing. The device will then be returned to use. The device has not been returned to physio-control for evaluation.

Event description:
It was reported that the device failed to power on. There was no patient use associated with the reported failure.